Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Compared 2 inratio meters to the hospital lab. Caller did not know what the errors were and did not have the meter to check.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Summary: customer results analyzed in-house and accuracy confidence limits met, all results. Product deficiency not established. In-house meter investigation. Temp sensing passed. Meter functional test passed. Visual inspection passed. Meter memory verified. Product deficiency not established. No further action required. No corrective action is required as no product deficiency was established.